Manufacturer narrative:
An investigation was initiated into the matter of "tip of backhaus towel clip broke off". The instrument has not been received for evaluation. A review of the device history and trends for this instrument were completed and no non-conformances related to this issue were found. The result of this investigation is complete. A corrective and preventive action will not be initiated as we are not able to evaluate the instrument itself as it has not been provided to us by centegra; we are unable to draw conclusions as to the cause or validity of the failure or as to the origin of the reported instrument.

Event description:
Doctor was performing a quad tend repair and tip of backhaus towel clip broke off. The tip remains in the patient. Risk / benefit to patient decided before leaving the tip in the patient.